Event description:
A patient reported blood glucose results of "546 mg/dl" with a lifescan meter and "407 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The user received a questionable result for human chorionic gonadotropin (hcg+b) on the cobas e411 disk analyzer for one patient sample. The initial hcg+b result run from an aliquot prepared from the primary sample tube gave < 0.001 miu/ml. This result was accompanied by a data flag and was reported outside the laboratory. The patient questioned this result and on (B)(6) 2010 the patient had a second sample collected at another laboratory and this sample was tested yielding a hcg+b result of 3950 miu/ml. The analyzer or method used for testing at this laboratory was not provided. The user was notified of the difference in hcg+b results for this patient. On (B)(6) 2010 the user pulled the initial primary sample tube and sent this sample out to a different hospital laboratory for testing on a cobas e411 analyzer which gave a hcg+b result of 186.0 miu/ml. This result was accompanied by a data flag. No adverse event has been alleged regarding this event. The hcg+b reagent lot number was 15739702. The user declined a field service dispatch due to the field service representative was on site on (B)(6) 2010 and performed preventative maintenance, replaced the measuring cell and upgraded software on this cobas e411 analyzer. The user reports no new events of this nature and declined further follow-up.